Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, prolapse, cystocele, and rectocele. It was reported that following insertion the patient experienced pain, infection, recurrence, post coital bleeding, dyspareunia, vaginal discharge, and bowel problems. It was reported that patient underwent revision, excision of mesh and anterior vaginal repair on (B)(6) 2006. The patient underwent repair of vaginal mucosa, removal of old mesh and granulation tissue on (B)(6) 2007 and on (B)(6) 2008 underwent vaginal hysterectomy, colpopexy, and revision of vaginal mesh. It was reported that the patient underwent excision of left paraovarian vysr, lysis of extensive intestinal adhesions on (B)(6) 2010 and excision of exposed mesh erosion on (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04017. The same patient is represented in each medwatch.